Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal freeline solo pd4 1.5, 2000 ml, (frequency unknown) and dianeal freeline solo pd4 2.5, 2000 ml, (frequency unknown) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. The cause of the infection was not reported. Treatment and outcome were not reported. The reporter did not provide a causality assessment for the event to dianeal freeline solo pd4 1.5 and dianeal freeline solo pd4 2.5 therapies. The reporter declined to provide further information.